Event description:
Procedure: nephrectomy. According to the reporter: during the case, the device would not cut the tissue at all. The same trouble occurred to three consecutive devices. Used another device to complete the procedure. No bleeding. Nothing fell into cavity. Operating room time not extended. There was no pt harm.

Manufacturer narrative:
(B)(4).